Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. It was reported that the facility's bio-medical engineer is going to repair the unit himself, and if he is unable to he will call tech support and place a service call. A follow-up email was sent to the customer to verify the status of the iabp. The facility¿s biomed technician reported that during his evaluation of the unit, he found that a hose that goes to the chamber was kinked. He rerouted the hose and he had no further problems. The unit has been cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure with code 70. This event occurred after the biomed performed a preventive maintenance. No patient was involved. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, getinge service has not been requested by the facility. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that after the facility's biomedical engineer performed preventive maintenance on the cs300 intra-aortic balloon pump reported it had an autofill failure with code 7 0. No patient involvement or adverse event was reported.